Event description:
Tourniquet system keeps pumping air; a leaking cuff was confirmed and the device was removed from service. After unit was serviced, the tourniquet system passed the leak and functional tests. Unit was then returned to service.